Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not screwed in the heart wall/dislodged. It was noted that at the initial implant of the rv lead the lead was repositioned three times due to low r-waves. The rv lead was test and all looked good. Then a week later in the office the rv lead was not capturing. It was suspected that tissue was stuck to the helix preventing stability. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.